Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered alerts for high rv coil, superior vena cava (svc) coil, and pacing impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.